Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device was recalibrated to address the issue. During the evaluation the overhead blower filter was found to be contaminated. The overhead blower filter was replaced to address the issue.